Event description:
(B)(4). Severe pelvic pain, hot flashes, night sweats, urgency to urinate, skin rashes and breakouts on face and neck, stuffy sinuses, sharp on going pain in the right side of my head, extreme fatigue, dizzy spells with temporary loss of vision, nausea, extreme bloating.